Event description:
It was reported that the user, during a first-time independent supply change on the ilet with an inset 6 mm/23 in infusion set, experienced difficulty deploying the infusion set and was temporarily disconnected from the system, after which an occlusion alert occurred following another supply change; the issue involved improper or incorrect procedure and the infusion set component. Symptoms included hyperglycemia with glucose readings reported reaching 400 mg/dl and later observed at 385 mg/dl and 303 mg/dl before trending down to 179 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including guided troubleshooting, education on correctly cocking and deploying the applicator, and review of a video of the infusion set change. Investigation of this case revealed no device problem, and a usage problem was identified consistent with an incorrectly deployed infusion set and not reconnecting to the ilet in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.